Event description:
The customer returned the unit to a covidien service center for recertification. The service technician noted that during final te sting, the unit shut down.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit shut down. The unit was triaged and the reported issue was confirmed. The root cause of the reported condition was due to the battery not holding a charge. This is typical routine maintenance. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.